Event description:
It was reported that the procedure was to treat a totally occluded mid right coronary artery (rca) . The rca had been closed for a week, and when an unknown guide wire was advanced to the lesion it caused a perforation. The graftmaster was being advanced to treat the perforation; however, the device could not cross the lesion. The perforation was sealed with an unknown balloon. There were no additional adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.